Manufacturer narrative:
Corrected data: b3.

Event description:
Healthcare professional reported "rupture 3 areas of the implant on the left implant ruptured almost entirely, with multiple points of rupture, and complete detachment of the posterior pellet, pocket invaded by silicone gel and yellow coloring of the prosthesis," "capsulectomy in emergency because of high alcl risks¿ and ¿constent breast pain.¿ capsular contracture, baker grade ii, was also reported. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Supplemental device evaluation: granuloma: unable to observe since it is not related to the device.

Event description:
Healthcare professional reported "rupture 3 areas of the implant on the left implant ruptured almost entirely, with multiple points of rupture, and complete detachment of the posterior pellet, pocket invaded by silicone gel and yellow coloring of the prosthesis," "capsulectomy in emergency because of high alcl risks¿ and ¿constant breast pain.¿ capsular contracture, baker grade ii, was also reported. Device has been explanted and replaced. Healthcare professional additionally reported "left siliconoma". This relates to the left side.

Event description:
Healthcare professional reported "left siliconoma".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification) ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture 3 areas of the implant on the left implant ruptured almost entirely, with multiple points of rupture, and complete detachment of the posterior pellet, pocket invaded by silicone gel and yellow coloring of the prosthesis," "capsulectomy in emergency because of high alcl risks¿ and ¿constent breast pain.¿ capsular contracture, baker grade ii, was also reported. Device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: not observed. Pain: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "rupture 3 areas of the implant on the left implant ruptured almost entirely, with multiple points of rupture, and complete detachment of the posterior pellet, pocket invaded by silicone gel and yellow coloring of the prosthesis," "capsulectomy in emergency because of high alcl risks¿ and ¿constent breast pain.¿ capsular contracture, baker grade ii, was also reported. Device has been explanted and replaced. This relates to the left side.